Event description:
Pt was revised to address a grinding sensation in her hip. Intraoperatively it was found that the cup was about 50% ingrown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.